Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus pointer was worn out and there was a stylus calibration issue noted. It was also noted that programmer software required an update. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for a software update subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.